Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a tube was missing from a bc161 bubble CPAP system kit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint bc161 bubble CPAP system kit was received in an unsealed bag with a note stating "small blue tubing missing". The returned kit was visually inspected for a missing blue tubing. Results: the reported fault was not confirmed. The blue inspiratory tube, which is referred to in the note included in the returned kit, is not part of the bc161 bubble cpapa system kit. A lot check revealed no other complaints of this nature for lot number 120411. Conclusion: the bubble CPAP circuit kit consists of a number of components grouped together during production. No fault was found with the returned kit.